Event description:
It was reported that the customer was having trouble with the keypad on the insulin pump. Customer's blood glucose level was 321 mg/dl. Customer suspended their pump in the middle of the night. The pump was stuck on the rewind step. Customer could not get out of the rewind process on their pump. Customer did not receive a 2nd series of beeps and/or numbers did not appear on the display. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer also stated that they had a blood glucose level of 480 mg/dl. Customer treated with a manual injection. Customer had symptoms of high blood glucose levels including trouble speaking and thinking. Customer was clearing her throat often. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.